Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of undersensing were noted on the device. The suspected cause of the event was due to loss of contact. No intervention has been performed at this time. The patient was stable and will continued to be monitored.